Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to clinic after receiving inappropriate antitachycardia pacing and shock therapy for supraventricular tachycardia. Programming changes were made. The patient condition is stable and the patient will be monitored with routine follow-up.